Manufacturer narrative:
Correction: g3. Date received for initial submission should have been 08/25/2023.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that had tmp alarms and a (non-fresenius) dialyzer that clotted during a patient¿s hemodialysis (hd) treatment, causing blood loss. It was reported that the blood pump retaining clip spring was backwards, not allowing pressure to be placed on the (non-fresenius) bloodline tubing. The fst replaced the regulator and calibrated dialysate pressure to resolve the issue. Machine functional tests were completed and passed onsite after repair. The machine was returned to service. Upon follow up with the facility administrator, it was confirmed that the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 500 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that had tmp alarms and a (non-fresenius) dialyzer that clotted during a patient¿s hemodialysis (hd) treatment, causing blood loss. It was reported that the blood pump retaining clip spring was backwards, not allowing pressure to be placed on the (non-fresenius) bloodline tubing. The fst replaced the regulator and calibrated dialysate pressure to resolve the issue. Machine functional tests were completed and passed onsite after repair. The machine was returned to service. Upon follow up with the facility administrator, it was confirmed that the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 500 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that had tmp alarms and a (non-fresenius) dialyzer that clotted during a patient¿s hemodialysis (hd) treatment, causing blood loss. It was reported that the blood pump retaining clip spring was backwards, not allowing pressure to be placed on the (non-fresenius) bloodline tubing. The fst replaced the regulator and calibrated dialysate pressure to resolve the issue. Machine functional tests were completed and passed onsite after repair. The machine was returned to service. Upon follow up with the facility administrator, it was confirmed that the patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 500 ml. There was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The complaint device is available for return for physical evaluation by the manufacturer.